Manufacturer narrative:
The anomaly observed in the field was not confirmed. In the lab, the device was interrogated with the programmer and communicated normally. It is suspected the lvad caused the device's telemetry issue. The device's functionality was checked on the bench and was normal. It passed the automated test system test and showed normal characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated after the patient received a left ventricular assist device. The device was explanted.